Manufacturer narrative:
The devices have not yet been returned for evaluation however, the manufacturer has been told that they will be and at that time, a more thorough evaluation can be performed. At present, the lot numbers have not been provided so the manufacturing and inspection records for specific lots have not been reviewed. The instruments used to implant the set screws will also be returned for evaluation. X-rays have been requested but not yet made available. The surgeon's surgical technique will be reviewed. At this point, no definitive conclusions can be drawn regarding the cause of the back-outs. The manufacturer will continue to monitor and trend experiences of this nature. (B)(4): device not yet received.

Event description:
Bilateral set screws backed out of top level of l4-s1 denali cannulated screw construct approximately 7 months post-operatively. The patient was revised however details surrounding the incident were not immediately made available.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the set screw was disposed of, no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Manufacturer is not expecting additional information and considers this to be a closing report.